Event description:
The manufacturer received information alleging the patient passed away. There was no allegation of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.